Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. The patient was hospitalized for 1 day (specific date not reported) and treated with oral and local antibiotics (specific date and duration not reported) however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 under general anesthesia and the patient was re-implanted with another cochlear device on (B)(6) 2025.